Event description:
A ventilator was returned to a third-party service center for preventative maintenance. The device was not in patient use. During the evaluation of the device at third-party service center, damage to the lcd display was observed. The device's display needs to replaced to address the issue.